Event description:
It was reported that the patients ipg had migrated causing charging difficulties and discomfort. The patients ipg was replaced with a non-rechargeable device and was relocated. The patient was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.